Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unknown, unknown head, unknown. Event date: (B)(6) 2015. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 08605.

Event description:
It was reported that the patient underwent a right hip closed reduction due to dislocation and pain approximately three months postimplantation. No additional patient consequences were reported.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event is reported on 0001822565-2018-00907.